Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Event description:
As reported: sfa occluded post manta deployment. Resolved with post deployment balloon angioplasty. Surgeons had no concerns post surgery. Observation - surgeons had no concerns post surgery bmi >40. No surgical intervention performed. Both interventionalists and surgeons were present for case. Neither had concerns for hemostasis post ptca.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f manta was deployed for closure in the left common femoral artery. The patient presented with a bmi >40. The IFU posts warnings do not use manta if the patient has marked obesity (bmi >40 kg/m2). Ultrasound guidance was utilized to gain access. The arteriotomy was 7mm, with a depth measurement of 4m + 1cm. No issues were encountered advancing or exchanging procedural sheaths. Following deployment, hemostasis was not immediate; an occlusion was noted in the superficial femoral artery. A balloon was advanced, inflated, and flow was restored. It is suspected the occlusion possibly occurred due to collagen entering the artery or the presence of a dissection. Dissections are a common event in large bore procedures and can not be determined if it was caused during the procedure or by the manta closure device. However, due to insufficient information regarding the initial and deployment procedures, patient conditions and environment, no angiograms submitted for investigative purposes, a root cause for the occlusion can not be determined. Potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery. Procedure requirements indicate arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery. Do not puncture the posterior wall of the artery. Precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis.